Manufacturer narrative:
Additional information: the returned inserter was evaluated. The cap has disassembled from the remainder of the device. The root cause is likely attributed to wear and tear over time from multiple uses and washes. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw inserter disassembled at the back table during surgery. The procedure was completed using an alternative inserter. There were no patient injuries as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.